Event description:
It has been reported to philips that the equipment does not emit x-rays. There was no reported patient or user harm.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use and the procedure was delayed when the issue occurred. The philips field service engineer (fse) inspected the system onsite and found that error in x-ray generation intermittently. Upon functional test fse found aep meter was defective. Fse replaced the replaced ionization chamber. After replacement of replaced ionization chamber, system was returned to use in good working order. The codes were updated based on the investigation outcome.